Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the physician contacted technical services (ts) and noted the right atrial (ra) lead is not capturing. They suspected that the ra lead dislodged. The physician further noted that the left ventricular (lv) lead had previously dislodged. Both the ra and lv leads were temporarily programmed off. The clinic would obtain an x-ray and consult ts again if needed. The leads remain in service and no adverse patient effects were reported.